Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating low expiratory minute volume. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, device alarmed when it was connected to the patient. The ventilator was checked and the issue could not be reproduced. Pre-use check passed and no alarm occurred during test lung simulation. According to the field service engineer, the problem was related to the use of the device, not the malfunction of the device. The issue was decided to be reported as the expiratory minute volume low alarm may indicate a leakage in the patient circuit, which may lead to insufficient ventilation or no ventilation to the patient. There was no patient harm. Unfortunately, the device's logs were not available for further analyze, therefore the root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator generated an alarm indicating low expiratory minute volume. There was no patient harm. Manufacturer's ref. #: (B)(4).